Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. There was no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at lcd window corners, reservoir tube and battery tube threads, missing end cap sticker, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive keypad. The customer's blood glucose reading was 144 mg/dl. The customer did not state any significant events leading to the alarm. The customer did state that all buttons were unresponsive. The insulin pump will be returned back for analysis.